Event description:
Procedure type: urological. According to the reporter: the pt¿s attorney alleged a deficiency against the device. Additional info requested, but not yet received. Product used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard¿s report #(B)(4) for a ¿pelvicol¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.